Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and amplitude change resulting in 4 inappropriate shocks. It was noted that this patient was shivering with a fever at the time. The vector was programmed to primary from secondary. Technical services (ts) discussed trying to recreate the position this patient was in during that time. This s-ICD remains in service. No adverse patient effects were reported.